Manufacturer narrative:
The pump will not be returned for evaluation as it was not explanted. An autopsy was not performed per the family¿s request. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
Additional information: it was reported that the patient expired on (B)(6) 2016 due to a hemorrhagic stroke. The patient was on IV anticoagulation for treatment of suspected pump thrombosis.

Manufacturer narrative:
No equipment was returned for evaluation. The report of low flow alarms was confirmed based on the evaluation of the submitted system controller log file; however, a cause could not be conclusively determined. A correlation between the device and the reported thrombus, hemorrhagic stroke and the patient¿s outcome also could not be conclusively determined. The instructions for use lists thrombus and stroke as potential adverse events associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump exchange on (B)(6) 2016 for suspected driveline compromise was reported under medwatch MFR report # 2916596-2016-00290. The second pump exchange on (B)(6) 2016 due to suspected thrombus was reported under medwatch MFR report # 2916596-2016-01197. (B)(4). Approximate age of device - 85 days. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was initially implanted with a left ventricular assist device on (B)(6) 2016. On (B)(6) 2016, it was reported that the patient was admitted to the hospital due to heart failure symptoms and hematuria. Review of the system controller data noted low flow alarms. The patient's system controller was subsequently exchanged. It was also reported that the patient's lactate dehydrogenase (ldh) levels were elevated. A heparin infusion was initiated due to a reported suspicion of thrombus. A ramp echocardiogram revealed that the patient's left ventricle was not unloading. It was reported that the elevated ldh and low flow alarms did not resolve with heparin. No further troubleshooting and/or testing was done. The patient is being considered for transplant. No additional information was provided.